Event description:
Information was received regarding a cadd administration set. It was reported that the pump administered the medication correctly as programmed, yet the volume in the medication bag did not match the volume in the pump after all the doses were infused. The pump stated that 22.3ml medication was left in the bag, but the bag showed approximately 1oo ml left. The pump was changed to ensure the it was working properly, but the same results occurred. The tubing was changed, and the issue resolved; all medication infused properly. The defective tubing reportedly had no visible defects. Patient outcome is unknown.

Manufacturer narrative:
Other text: h3: one cadd administration set from part number: 21-7346-24 and lot number: 3984202 was received in decontaminated condition and inside aplastic bag without the original package. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination; no visual discrepancies were detected. The sample was set for accuracy testing using a cadd legacy pump and a balance mettler toledo to look for unusual function. The sample passed the test and the reported issue was unable to be confirmed. There was no fault found with the returned sample.